Manufacturer narrative:
Patient information unknown/ asked but not available. If implanted, give date: unknown, information not provided. If explanted, give date: unknown, information not provided. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that dfw300 intraocular lens device had a cracked tip. There was contact with patient's operative eye. No other information was provided.